Manufacturer narrative:
The soft cannula was observed to be kinked. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The adhesive welds were observed to be misaligned the received device had the cannula assembly fully deployed. Inspection of the needle mechanism found no issues that would result in the cannula inserting improperly. The bottom housing and environmental seal were inspected and nothing was found that would indicate the deployment path was inhibited. The downloaded data shows

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site. Pod was removed.